Event description:
It was reported that the dorsal column implantable neurostimulator (ins) was in a bad position and would be moved 4-5 inches up. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was discomfort from the implantable neurostimulator (ins). The issue was that the patient was skinny, so the ins was repositioned to a more comfortable spot. The ins revision occurred on (B)(6) 2014. No hospitalization was required and there was no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated that the ins had to be taken out because it was put in the wrong place and was too low as the belt kept going over it. Three weeks later, the battery was moved up.